Manufacturer narrative:
H.6. Investigation: one opened shelf carton was received, containing approximately 200 sealed packaged 3ml syringes, confirmed to be from batch #9130794 (p/n 309657). The samples were visually evaluated. All of the samples were identified to have missing print defect with varying degree of print missing. Few syringes had most of the scale markings present with only bd logo to 3ml markings smudged or missing. Most syringes had most of the scale markings missing with only portions of the print present near the zero line and an occasional ink ring. Potential root cause for the missing print defect is associated with the marking process and with failure to contain defect. DHR was performed. All visual inspections were performed as per requirement. A quality notification was issued for missing print during the manufacture of this batch. Adjustments were made, line cleared and product requalified per applicable aql before production resumed. Batch 9130794 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced missing scale markings which were noted during use. The following information was provided by the initial reporter: material no: 309657 batch no: 9130794. We got an order of 309657 3ml syringes. Lot number 9130794 the issue that we had is that there was no measurements on them they are all just clear syringes. I have looked through our stock and the rest look good but haven¿t opened up any other cases but they are a different lot number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced missing scale markings which were noted during use. The following information was provided by the initial reporter: material no: 309657 batch no: 9130794. We got an order of 309657 3ml syringes. Lot number 9130794: the issue that we had is that there was no measurements on them they are all just clear syringes. I have looked through our stock and the rest look good but haven¿t opened up any other cases but they are a different lot number.